Event description:
It was reported that a pump had downstream occlusion errors. The error was found during routine maintenance and that there was no patient incident.

Manufacturer narrative:
MFR reference number: (B)(4). The device was returned to baxter and an eval is in progress. When the eval is complete a supplemental report will be submitted.